Event description:
This event was reported as an explant at implant due to a suture loop which was seen after the atrium was closed and when attention was turned to the aortic valve (re-do). The suture loop was cut from annulus side. A central jet was seen through the middle of valve. The handle/holder was in place until the valve was seated. The patient was placed on cardiopulmonary support.